Manufacturer narrative:
Conclusion: occlusion is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for a (B)(4). The info available regarding this event is limited to the procedural reports provided by the hospital.

Event description:
A pt presented to the hospital with an acute left hemispheric stroke (m1, mca). After use of the penumbra system 032, the aspiration was turned off and an arteriogram revealed reocclusion of the dominant division of the left middle cerebral artery, with a timi 1 blood flow. The penumbra catheter was then removed and a microcatheter was then replaced and 0.5 units of retavase were administered with guidewire maceration. Finally, there was complete reperfusion of all branches of the left middle cerebral artery, with timi 3 blood flow, and the procedure was concluded. The event was reported as being possibly related to the penumbra system and angiographic procedure. The event was severe, however, it was resolved on the day of the procedure. The physician stated "the re-occlusion of the vessel was 'possibly' related to the penumbra 32 catheter because it occurred right after I placed the catheter in the vessel. There are several possible reasons the penumbra catheter (or any other catheter) could have caused the problem, including spasm or just obstructing the flow mechanically."